Event description:
It was reported that the system displayed error messages and shut down on its own. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.